Manufacturer narrative:
(B)(4) (surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy laparoscopic procedure, while performing a gastric stump, there were three devices involved. The staple line was incomplete distally and the jaws of the device locked on tissue. The staple line was fixed by secondary firing and oversewing. The jaws were removed by pulling the blade back with an external device. Because of the device being stuck on tissue, crunching of tissue was done. The surgical time was extended by more than an hour.